Event description:
It was reported that the inner diameter of the administration port on the eva bag was too large, causing connection issues with the infusion set. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Although we were made aware of this issue on (B)(6) 2015, the customer was unable to provide an actual event date. No samples were returned for evaluation. The batch review did not find any non-conformances related to the manufacture of this device. The cause of the reported event remains unknown. Should additional relevant information become available, a follow-up report will be submitted.